Manufacturer narrative:
Continuation of concomitant products: other relevant device(s) are: product ID: 9734477, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). Device evaluation: a computer was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer (lot# 1748020) was returned for analysis. Analysis found that the os was corrupt. The computer booted normally to the application screen and it was confirmed that all tools in the spine application had an x. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The software was reinstalled and the system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was indicated a "x" mark was displayed on all the tool cards on the verify instrument panel. The issue resolved following system reboot. There was no impact on patient outcome. No complications were reported/anticipated.